Event description:
A nurse called to ask if the co has received any reports of infection following the use of gelfoam. She stated that she has had two pts who developed an infection at the gelfoam site about two weeks postoperatively. This report is regarding the second pt, a 15-yr-old female. This pt had surgery for a knee reconstruction. A graft was taken from the tibial bone and from the patella. Gelfoam was used at the tibial harvest site but not the patella harvest site. She received prophylactic antibiotics intravenously prior to the surgery and orally after the surgery for four days. About two weeks after the procedure she became febrile and her knee was hot. A wound culture was positive for an unspecified gram negative organism, and her sedimentation rate and "c"-reactive protein were elevated. She was hospitalized and started on IV antibiotics including gentamycin. The wound was explored and irrigated. There was no puss noted in the wound. It was noted that the infection was present in the tibial harvest site where the gelfoam was used and no infection was noted in the patellar harvest site. The nurse also noted that the joint graft was successful in spite of the postoperative infection. The pt has recently had a culture which was negative and her "c"-reactive protein has decreased. She is expected to be discharged from the hosp in a few days.